Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported that the patient had an infection at the scs ipg site. As a result, surgical intervention was undertaken on a urgent basis to prevent the infection from spreading and the scs system was explanted. The infection has since cleared.

Manufacturer narrative:
It was unintentionally omitted from the initial report that the scs system was explanted in (B)(6)2017 (explant date unknown).